Event description:
Caller reports, a pt using safe-t-pro with a piece of the lancet stuck inside of her finger. The pt was able to remove the broken lancet from her finger without medical treatment. No adverse event reported. Replacement was sent.